Event description:
I had an arthroscopic shoulder surgery in (B) (6) 2006. The surgeon did the procedure to correct a broken collar bone from an accident 1 yr prior. During this surgery, he also trimmed the clavicle back to relieve arthritis and to smooth the humeral head of some ridges. Prior to this surgery, I was not having pain in the shoulder. I left the hosp with a pain pump installed in my shoulder, according to my doctor, it was in the a/c joint. Within a yr, I was having serious problems with my shoulder. I have been under his care ever since with no relief. He did another arthroscopic surgery on the same shoulder in (B) (6) 2009 and still no relief. I have thinning/narrowing of the cartilage (as per xrays), my shoulder is in constant pain with unusual popping, cracking, grinding and grating. I have pain sitting, standing or lying down. I only get 3-4 hrs of sleep at night because of the pain. My doctor states that he doesn't currently recommend a total shoulder replacement because of my age. I have been told that it is not possible that I could have been affected by the pain pump in my shoulder joint. I am having intense pain only in my shoulder that had surgery, my doctor has been diligent trying to relieve my suffering with cortisone shots, anti-inflammatory medicine and such, but the pain is back just as intense always within 30 days. I am right handed and the problem is my left shoulder, I am finding it difficult to accept that my shoulder is bad, 'just because' when there is so much documentation showing problems in "shoulders with pain pumps". I have never had prior injuries or played sports that would have contributed to this.